Event description:
Pt was sick during this week. He was scheduled for a dialysis clinic visit, but phoned us reported that he had a virus and pt's living partner reports that they thought he had the flu. His symptoms were nausea, vomiting, headache, and abdominal pain. Symptoms subsided and pt reports that he is ok now. Pt received the notification from ups and we also notified pt last thursday 1/24/2008, by phone to check his supply for the affected lot number of the heparin recall. Living partner reports that they were using the affected lot and have since discontinued using this. Dose or amount: 1cc/1000ml of pd fluid, frequency: prn, route: intraoperator. Dates of use: 12/2007 - 01/2008. Diagnosis or reason for use: fibrin in dialysis catheter. Event abated after use stopped or dose reduced? Yes.